Manufacturer narrative:
Concomitant product(s): product ID: 3057, lot# a4290, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient mentioned that her device was not working; she was not feeling any stimulation. Patient had switched her sides on her own this morning and increased the stimulation to 8.3 and still felt no stimulation and the device told her to contact her doctor. Patient has appointment with the physician assistance (pa) this afternoon for adjustments to device. A day later patient mentioned she was not feeling her stimulation and had gone to a pa yesterday who turned up her stimulation to 9.4 on the right side. Patient mentioned she still was not feeling it. Additional information reported 3 days later indicated that patient was not feeling relief and believes the leads are not inserted near her nerve. Additional information reported on (B)(6) 2018 indicated that the cause of device not working and not feeling stimulation was due to poor lead placement and the patient was doing an extended surgery to resolve the issue. Additional information received on (B)(6) 2018 indicted that the cause of the poor lead placement was because the leads had been pulled back due to excessive movement during sedation. The patient indicator for use were for urge incontinence. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient mentioned that her device was not working; she was not feeling any stimulation. Patient had switched her sides on her own this morning and increased the stimulation to 8.3 and still felt no stimulation and the device told her to contact her doctor. Patient has appointment with the physician assistance (pa) this afternoon for adjustments to device. A day later patient mentioned she was not feeling her stimulation and had gone to a pa yesterday who turned up her stimulation to 9.4 on the right side. Patient mentioned she still was not feeling it. Additional information reported 3 days later indicated that patient was not feeling relief and believes the leads are not inserted near her nerve. Additional information reported on 2018-apr-12 indicated that the cause of device not working and not feeling stimulation was due to poor lead placement and the patient was doing an extended surgery to resolve the issue. Additional information received on 2018-04-18 indicated that the cause of the poor leads placement was because the leads had been pulled back due to excessive movement during sedation.the patient indicator for use were for urge incontinence. No further complications were reported/anticipated.